Event description:
Hosp info: esophageal pacing stethoscope was in place. When electrocautery machine was turned on, it caused the pacemaker to be blocked out. Changed out boxes and it reoccured. No pt injury resulted. Pt with good health, slight ischemia, esu, EKG, pulse ox, c02 & pacing signals went crazy, lost capture, hr dropped to 30 bpm, unhooked tapscope and went to drug managment (atropine). Almost put their in cardiac standstill.